Manufacturer narrative:
D4: the lot number is either 16580770 or 16490262. D4, h4: the expiration and manufacture dates for lot 16580770 are 30apr2030 and 30apr2025. The expiration and manufacture dates for lot 16490262 are 03mar2030 and 03mar2025. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a fenestrated endovascular aneurysm repair procedure under general anesthesia, during which a safe-t-j rosen catheter exchange wire guide was used, a dissection of the left renal artery was noted. Ultrasound guided percutaneous access was successfully obtained in the right and left femoral arteries. The left renal artery was less than 50% stenosed. After the fenestrated device was implanted, the superior mesenteric, right renal, and left renal arteries were cannulated with an unspecified 7-french ¿deflectable¿ sheaths and another manufacturer¿s wires. The wire was then exchanged for a rosen wire. The main left renal artery was reportedly incorporated with intentional coverage of a small (3-millimeter) accessory renal artery by the endoprosthesis. The fenestrated graft was then fully deployed. Bridging stents were then placed in the target visceral and renal arteries. A ¿deflectable¿ sheath was placed over each of the rosen wires and another manufacturer¿s (bentley) balloon-expandable stent graft was advanced, positioned, deployed, and post-dilated. After placement of a stent in the right renal artery, a 6x28-millimeter bentley stent was placed in the left renal artery and an unspecified cook 8x20-millimeter balloon (advanced via a contralateral approach) was inflated to eleven atmospheres to expand the stent and inflated to ten atmospheres to flare the stent. No issues were encountered during flaring and the stent was adequately visualized from the start to the end of the implant. Another stent was then placed in the superior mesenteric artery. The user then reported a non- flow-limiting dissection in the left renal artery, just distal to the stent graft. A self-expanding, bare metal cook zilver stent was then deployed via a contralateral approach in the left renal artery and post-dilated, with good improvement of the dissection appearance. The stent was adequately visualized from the start to the end of the implant. Placement of the stent was described as a corrective intervention related to access and delivery of the left renal bridging stent. The distal bifurcated stent graft body was then deployed, followed by the stent graft limbs. After angioplasty of the grafts, a final contrast angiogram was performed, showing no endoleak. A CT scan then showed good stent expansion and overlapping. No blood products were administered during the procedure. All devices were successfully delivered and deployed at the intended locations. All wire guides used during the procedure reportedly performed as intended. All devices were successfully withdrawn. All implanted devices were patent at the end of the procedure. There was no evidence of device integrity issues. The bilateral groins were closed with closure devices and sutures, and hemostasis was achieved. Bilateral dorsalis pedis pulses were present. The patient was sent to the post-anesthesia care unit. Per the physician, a CT scan showed patent aortic and bridging stents without technical issues. A left renal infarction was noted; however, this was reportedly anticipated, as the small accessory renal artery was intentionally covered during the procedure. The patient¿s creatinine levels were normal. Two days after the procedure, the patient presented to the emergency room with acute severe post-operative back pain and dyspnea. Bruising was noted to the bilateral groin access sites; however, the sites were overall ¿well-appearing¿ without swelling or fluctuance. Femoral pulses were present bilaterally. The patient was admitted for observation. The event was not related to a study device or any cook ancillary device but possibly related to the study procedure and ¿post-implantation syndrome¿. The event did not lead to a serious deterioration in health. Additional information was received 05aug2025, noting that the renal artery dissection was considered resolved without sequelae on the same day as the original procedure. The event was considered to be causally related to the bridging stent and the procedure, but not related to a cook ancillary device.

Manufacturer narrative:
Additional information: b5 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 19sep2025. A CT scan, completed two days after the procedure, noted a left renal artery (lra) infarction; however, the main left renal artery stent was patent. Per the CT report, the accessory (versus early branch) lra was not targeted. Another CT scan was completed nineteen days after the procedure. The CT noted that the left renal artery infarction was stable from the previous scan, and the left renal artery stent remained patent.

Manufacturer narrative:
Summary of event: as reported, during a fenestrated endovascular aneurysm repair procedure under general anesthesia, during which a safe-t-j rosen catheter exchange wire guide was used, a dissection of the left renal artery was noted. Ultrasound guided percutaneous access was successfully obtained in the right and left femoral arteries. The left renal artery was less than 50% stenosed. After the fenestrated device was implanted, the superior mesenteric, right renal, and left renal arteries were cannulated with an unspecified 7-french ¿deflectable¿ sheaths and another manufacturer¿s wires. The wire was then exchanged for a rosen wire. The main left renal artery was reportedly incorporated with intentional coverage of a small (3-millimeter) accessory renal artery by the endoprosthesis. The fenestrated graft was then fully deployed. Bridging stents were then placed in the target visceral and renal arteries. A ¿deflectable¿ sheath was placed over each of the rosen wires and another manufacturer¿s (bentley) balloon-expandable stent graft was advanced, positioned, deployed, and post-dilated. After placement of a stent in the right renal artery, a 6x28-millimeter bentley stent was placed in the left renal artery and an unspecified cook 8x20-millimeter balloon (advanced via a contralateral approach) was inflated to eleven atmospheres to expand the stent and inflated to ten atmospheres to flare the stent. No issues were encountered during flaring, and the stent was adequately visualized from the start to the end of the implant. Another stent was then placed in the superior mesenteric artery. The user then reported a non- flow-limiting dissection in the left renal artery, just distal to the stent graft. A self-expanding, bare metal cook zilver stent was then deployed via a contralateral approach in the left renal artery and post-dilated, with good improvement of the dissection appearance. The stent was adequately visualized from the start to the end of the implant. Placement of the stent was described as a corrective intervention related to access and delivery of the left renal bridging stent. The distal bifurcated stent graft body was then deployed, followed by the stent graft limbs. After angioplasty of the grafts, a final contrast angiogram was performed, showing no endoleak. A CT scan then showed good stent expansion and overlapping. No blood products were administered during the procedure. All devices were successfully delivered and deployed at the intended locations. All wire guides used during the procedure reportedly performed as intended. All devices were successfully withdrawn. All implanted devices were patent at the end of the procedure. There was no evidence of device integrity issues. The bilateral groins were closed with closure devices and sutures, and hemostasis was achieved. Bilateral dorsalis pedis pulses were present. The patient was sent to the post-anesthesia care unit. Per the physician, a CT scan showed patent aortic and bridging stents without technical issues. A left renal infarction was noted; however, this was reportedly anticipated, as the small accessory renal artery was intentionally covered during the procedure. The patient¿s creatinine levels were normal. Two days after the procedure, the patient presented to the emergency room with acute severe post-operative back pain and dyspnea. Bruising was noted to the bilateral groin access sites; however, the sites were overall ¿well-appearing¿ without swelling or fluctuance. Femoral pulses were present bilaterally. The patient was admitted for observation. The event was not related to a study device or any cook ancillary device but possibly related to the study procedure and ¿post-implantation syndrome¿. The event did not lead to a serious deterioration in health. Additional information was received 05aug2025, noting that the renal artery dissection was considered resolved without sequelae on the same day as the original procedure. The event was considered to be causally related to the bridging stent and the procedure but not related to a cook ancillary device. Additional information was received 19sep2025. A CT scan, completed two days after the procedure, noted a left renal artery (lra) infarction; however, the main left renal artery stent was patent. Per the CT report, the accessory (versus early branch) lra was not targeted. Another CT scan was completed nineteen days after the procedure. The CT noted that the left renal artery infarction was stable from the previous scan, and the left renal artery stent remained patent. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. A review of the device history record and complaint history for the possible lots found no related discrepancies or additional complaints on either lot. The product IFU states ¿do not advance or withdraw a wire guide when resistance is encountered, a perforation could occur.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to ensure the device was manufactured to specification prior to distribution. The information provided upon review of the dmr and IFU suggests that there is evidence the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded that procedural issues likely contributed to this event. It is possible that the patient¿s anatomy also contributed to the event; however, this cannot be definitively determined. There was no alleged malfunction of the cook wire, which reportedly performed as intended. The risk analysis was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.